Manufacturer narrative:
Please note that this is a final/follow-up report. The initial MDR was submitted in our previous quality system onevoice complaint #(B)(4). Please reference MFR #9616099-2016-00571. The alert date for this final report is 10/21/2016. As reported, after removing the 55 cm. 7fr. Vista brite tip intro g rdc I introducer guiding catheter from the packaging the "head" was noted to be detached. The product was not clinically used in the patient. There was no reported patient injury. Additional information received indicated that it was the luer hub that was noted to be detached. The product issue was not noticed before the packaging was opened. The product was stored properly according to the instructions for use (IFU). There was no any damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. Another product was used to complete the procedure successfully. No target lesion or target lesion characteristic information was available. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. One non-sterile intro g 7f rdc I 55cm .035" cannula and vessel dilator were received for analysis inside a plastic bag. Per visual analysis, the hub of the vessel dilator was received separated from the vessel body. A colored changed from its original color shade was observed. It was observed yellowish instead of white. No other issues were found. Pet meeting was held. Per pet decision, the unit was sent for analytical tests (ftir & tga) in order to gather additional information. Ftir & tga analysis were conducted over the received complaint sample with the following results: vessel dilator hub and body with brittle condition and discoloration were submitted for analysis on 09/01/2016 to determine the assignable cause of these conditions. A series of analyses were carried out on the sample and results compared against a "control" unstained sample. Ft-ir and tga data revealed that chemical structure and functional groups remain mostly unaltered on complaint units, however some peaks hint to a possible degradation. This suggests a potential degradation of the material caused by an external source such as light, humidity or temperature. The exact mechanism however is unknown. A review of the manufacturing documentation associated lot 17022593 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as "luer hub- separated-during prep" was confirmed by the condition in which the vessel dilator was received. However, the cause of this condition could not be conclusively determined during the product analysis. A potential degradation of the material caused by an external source such as light, humidity or temperature is suggested per ft-ir and tga data obtained. According to the product instruction for use, users should not use the product if it is opened or damaged as was done in this case. Neither the device history record review nor the product analysis suggests that this issue could be related to the product manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, after removing the 55 cm. 7fr. Vista brite tip intro g rdc I introducer guiding catheter from the packaging the "head" was noted to be detached. The product was not clinically used in the patient. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that it was the luer hub that was noted to be detached. The product issue was not noticed before the packaging was opened. The product was stored properly according to the instructions for use (IFU). There was no any damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. Another product was used to complete the procedure successfully. No target lesion or target lesion characteristic information was available. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. (B)(6).